Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that one of the patient's implantable lead will be repositioned. An attempt to obtain additional information but was unsuccessful. As of this time, the lead remains in service. No adverse patient effects were reported.